Manufacturer narrative:
(B)(4). Batch # r57a2z. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a liner cutter 55 device from top view, with lot # r57a2z. It was observed a black reload loaded in device and the staple height selector in gold position. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis found that one ntlc55 device was returned with no apparent damage and with a cartridge reload loaded on the device. The reload was received fully loaded with staples and the swing tab was found to be in the locked position. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an anterior resection, the ntlc75 can't fire during operation. The procedure was successfully completed. There were no patient consequences.